Event description:
The customer reported that the system had a communication error during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.